Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. The reported entrapment was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the deployed stent resulted in the reported entrapment. Manipulation of the device resulted in the reported detachment. As reported, the versaturn fragment remains under the implanted stent. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a left anterior descending (lad) artery intervention, the versaturn guide wire was positioned in the diagonal branch as a vessel stabilizer. A non-abbott stent was implanted and post-dilatation was completed. During removal of the versaturn without resistance, the guide wire separated distally and was entrapped under the implanted stent and slightly protruding into the diagonal branch. Another non-abbott stent was implanted to stabilize the detached portion of the versaturn wire. The patient was reported as ok and the outcome reported as normal. The patient was discharged the next day. No additional information was provided.